Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the proximal conductor was distorted and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt, the physician noticed some difficulty introducing the guidewire in the lead. After placing, fixation and testing the lead was normal. When the physician tried to remove the guidewire it was impossible to remove it from the lead. The lead was ultimately replaced. No patient complications have been reported as a result of this event.